Event description:
This emdr is being submitted for referring the past issue of an unknown number of wafers from an unknown lot of current market unit. The end user reported that the wafers were disintegrated faster than it used to and clarified that which caused the plastic (not flange) that covers the tape collar on non-body side of the barrier to left behind after the barrier erodes. She stated that it has been going on "for years" but much worse within the last year and the disintegration occurred with this market unit of wafers even though not causing an injury to the stoma. The end user was unable to state her previous wear time. Additionally, the end user stated she has always used this particular size. The end user was not able to state the exact stoma size but compared with coin, and she has estimated at twenty-five millimeters (mm) but believed she had to cut it larger than twenty-five mm to leave room between the stoma and the opening in the barrier as she was previously instructed by her wound and stoma care nurse, but she did not believe the size has changed. She has loose to liquid effluent. She stated that although she has been using company's seal for the last few years to help provide "cushion" between the stoma and the opening, but the disintegration still occurred and the plastic that remained after the barrier erodes. The end user described that she did not have a current injury to the stoma. Moreover, she reported that her stoma fluctuates in the level of protrusion from approximately thirteen mm to thirty-eight mm and points down at times. The patient continued to use the product. No photo was available at this time.

Manufacturer narrative:
A2: age at the time of event - 64 years. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.